Event description:
A home pt contacted baxter's technical svc ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain of their automated peritoneal dialysis therapy. The home pt stated that they left the clamps open on both of the unused supply lines. Baxter's technical svc ctr assisted the home pt in ending therapy. No pt injury or medical intervention was associated with this incident per the home pt.